Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Patient had tka on (B)(6) 2006, two months post op patient fell while doing physical therapy, tore his retinacular repair. Taken back for repair of the soft tissue only. Approximately 2 years ago started having pain. Found patella was laterally displaced. Surgeon elected to replace all implants.

Manufacturer narrative:
Corrected unit of weight based on additional information. An event regarding patellar dislocation involving a triathlon patellar component was reported. The event was confirmed. Medical records received and evaluation: malposition of the tibial component was likely responsible for the chronic dislocation of the right patella in this case. There is no evidence of factors of faulty component design, manufacturing, or materials as being responsible for this clinical situation. Device history review: indicated that all devices accepted into final stock met specification. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the medical review of the provided information indicated that malposition of the tibial component was likely responsible for the chronic dislocation of the right patella in this case.

Event description:
Patient had tka on (B)(6) 2006, two months post op patient fell while doing physical therapy, tore his retinacular repair. Taken back for repair of the soft tissue only. Approximately 2 years ago started having pain. Found patella was laterally displaced. Surgeon elected to replace all implants.